Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. H3 other text : device not returned.

Event description:
Country of complaint: france. It was reported that the device disconnected from the motor. All med watch submissions related to this report are: 9610612-2017-00258.

Manufacturer narrative:
Investigation: the investigation was carried out by the aesculap technical service department (ats). The device was manufactured in 2011. A repair of maintenance date is not obvious. The fence is extremely bent. Slight residues can be found within the tool lock, therefore function is not given. The deformation of the fence is most likely a result of a fall or insufficient handling. Batch history review: a batch history review was not possible due to the fact that batch management is not required. Conclusion and root cause: the failure is most probably user related. Rational: an insufficient handling as well as an insufficient maintenance is most likely the reason for the malfunction of the product guide. Yearly maintenance is recommended according to our IFU. No CAPA in necessary.